Event description:
It was reported the patient ((B)(6)) received the scs system on (B)(6) 2012. Intra-operative testing was performed with no anomalies noted. Three days following the procedure, the system could not be programmed and impedance issues were identified. It was suspected the impedance issues were related to fluid collection around the contacts. It was decided to allow time to pass to see if the fluid settles and the issue resolves on its own. Please note: device information and additional details were requested; however, no further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.